Event description:
Dr tried to implant the screw into normal femoral bone. Both screws lost material at the hip, without the influence of bending.

Manufacturer narrative:
We have received the implant and investigation is ongoing. We will prepare a follow - up report according to results of the investigation. The initial report was sent to conmed linvatec, and due to lack of communication, we became aware of this on june 1st, 2007.